Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was no longer working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the ipg could not be charged.

Event description:
A report was received that the patient&#38112;ipg was no longer working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. The patient was doing well postoperatively. The explanted devices was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg was no longer working. The patient will undergo an ipg replacement procedure.